Manufacturer narrative:
On (B)(6) 2019 haemonetics received a reported complaint for a pcs2 machine which was observed to have a burning smell during the power on self test. Alpha source reported that the on-site technician replaced the fuses in the unit, when they powered on the device they observed a burning smell and removed the device from service. Haemonetics has sent a replacement a replacement device to alpha source as resolution. There was no report of injury as a result of the burning smell observed with no report of electrical arcing or fire, a small amount of visible smoke was reported. The failure of this component will prevent the device from passing the power on self test, which eliminates the risk of injury to a donor. There were no injuries reported as a result of this incident, however haemonetics has previously submitted reports of thermal decomposition observed within a device, as a result this incident is deemed reportable.

Event description:
On (B)(6) 2019 haemonetics received a reported complaint for a pcs2 machine which was observed to have a burning smell during the power on self test. Alpha source reported that the on-site technician replaced the fuses in the unit, when they powered on the device they observed a burning smell and removed the device from service. Haemonetics has sent a replacement a replacement device to alpha source as resolution. There was no report of injury as a result of the burning smell observed with no report of electrical arcing or fire, a small amount of visible smoke was reported. The failure of this component will prevent the device from passing the power on self test, which eliminates the risk of injury to a donor.